Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the stapler 45 instrument associated with this complaint and completed investigations. Failure analysis investigations did not replicate the reported complaint but confirmed it via error logs. The instrument was found to have an unclamp failure based on log review. System log investigation: a review of the instrument log for the stapler 45 (pn: 470298-14, batch-sequence: t10190520 0090) associated with this event has been performed. Per logs, the instrument was last used on (B)(6) 2019 on system sk0902. The alleged event occurred on the 37th use of the instrument. Image/video review: no image or video clip for the reported event was submitted for review. Site history review: as of 13-september-2020, a review of the site's complaint history does not show any additional complaints related to this product and/or this event. A tableau/salesforce review was performed, indicating the stapler 45 instrument was last used in a low anterior resection procedure on sk0902. This complaint will be reported due to the following conclusion: the stapler instrument was found to have incurred an unclamp failure. While there was no harm, or injury to the patient, the reported failure mode could likely cause, or contribute to an adverse event if it were to recur. This instrument has 50 usages allotted to it, which are tracked by the da vinci surgical system. The alleged event occurred on the 37th use of the instrument. Thus, the instrument was not expired at the time. The product is not implantable. It is unknown if the initial reporter submitted a report to the FDA. This report has been generated in response to FDA inspectional observations dated 06-mar-2020.

Event description:
It was reported that during a da vinci-assisted low anterior resection procedure, the stapler became stuck after use. The procedure was completed with no patient harm.